Event description:
Information was received indicating that an ultrasound machine was used to insert a smiths medical jelco® acuvance® safety i.v. Catheter. It was reported that the clinician got a flash after insertion, could not advance the catheter, was removed with noted catheter shearing at the end of the tip. An x-ray was performed and revealed that the sheared catheter piece was in the patient's vein. Subsequently, the catheter tip was surgically removed. Information was noted that upon threading the catheter from the stylet, a blunt metal piece was extracted from the bevel of the needle, and redirecting the catheter makes it easier to shear the catheter. There was no reported adverse effects.